Event description:
It was reported that the device was explanted due to noise that was suspected to have originated in the device header. No patient complications have been reported as a result of this event.